Event description:
The system was malfunctioning; the patient underwent an MRI in 2004. She started having spasms prior to the MRI due to vitamins she had been taking. IV valium was administered and the patient lost consciousness for 24 hours with her blood pressure falling to 40/20. "No one knew what was happening and the patient almost died". The physician administered a "therapeutic spinal tap" that evening and the patient's blood pressure started to go back up; she regained consciousness the next day. For the following two weeks, the patient experienced "mini-overdoses" of morphine with symptoms of dizziness, nausea, diarrhea, and swelling of her lips. While laid on the sofa, the patient heard the pump "grinding". That happened only once and that was when the physician decided to replace the pump. The patient also experienced grogginess and a metallic taste in her mouth prior to replacement. The patient recovered without sequelae.